Event description:
The user facility reported that a 55-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced thrombus. Clot observed in lv noted on echo. Clinical staff observed clot attached to device at explant. Of note, anticoagulation had not begun for 4-5 days. The patient was also diagnosed with hit (heparin induced thrombocytopenia). No further information was provided.

Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was not returned for evaluation. Based on clinical description, the patient was diagnosed with hit (heparin induced thrombocytopenia) resulting in a delay of using anticoagulation for the first 4-5 days. Therefore, the root cause of the thrombus was most likely due to anticoagulation management issue. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.